Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins was not working and hasn't for 2-3 years. The patient mentioned they worked with a manufacturer representative (rep) but the rep couldn't do anymore. The patient said they have chronic back pain again and they wanted to find a healthcare professional (hcp) who may be able to help; hcp listings were sent to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs) it was reported that the patient's device was not working, their therapy/stimulation had stopped. At the time of the report it was unknown when the issues began. No troubleshooting had been performed yet since the patient and the device were not present at the time of the report. The rep was waiting to hear back from the patient to obtain additional information. No further complications were reported or anticipated.